Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via email that a health care provider reported a skin reaction. The only information provided by the customer was, ¿I am being admitted to the hospital due to the infection caused by the dexcom (stelo) sensor.¿ no other symptoms or event details were reported. The sensor insertion date and location were not specified. No treatment details were provided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional customer or event information is available.